Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance with the device was suddenly affected. The user was reimplanted on (B)(6) 2025.

Event description:
According to the user she suddenly stopped hearing sounds with the right-sided device during (B)(6) 2025. A back-up audio processor was used, and the accessory exchanged, but it didn't help with hearing. No swelling or redness was seen. A history of trauma was denied.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the user she suddenly stopped hearing sounds with the right-sided device during (B)(6) 2025. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Re-implantation was carried out, but the device has not been received yet.